Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing viewing window, though the position of the linkage assembly indicated that the needle had fired. The investigation confirmed that the needle mechanism had fired, however the slide insert was not held in place in its intended position by the catch beam after firing of the needle mechanism. Extra material was found on the slide insert where the catch beam is intended to sit after soft cannula deployment, resulting in the soft cannula retracting after the catch beam failed to catch the slide insert during deployment. The extra material on the slide insert was confirmed to be the cause of the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the ER (emergency room) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and tachycardia. The patient was treated with IV (intravenous) fluids and insulin. The pod was removed in the ER, and it was discovered the pink slide did move forward, but the cannula had not deployed as intended. The patient was released within 5-6 hours.